Event description:
Caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to try various troubleshooting steps, including using different charging equipment, but these did not resolve the issue. As a result, a replacement pump was sent to the customer, who was advised on backup insulin delivery and return procedures for the faulty pump.